Manufacturer narrative:
The device was reportedly disposed of by the end user; therefore no physical or visual analysis of the product can be performed. Lot traceability was provided and a review of the device history records did not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. The history records indicate this product was final inspection tested and determined to be acceptable. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional iinformation is received a follow-up medwatch report will be submitted. Product was reportedly disposed of.

Event description:
As reported by the user facility: a patient with severe symptomatic aortic stenosis. A 23 mm lotus valve was chosen for this patient. Small lv cavity (55 mm annulus to apex distance) hyperthrophic. Case was started with no issues. During catheter tracking a message of the safari wire by the lv was noticed. First position was high so reposition towards the ventricle was a attempted. Difficult guide wire management during the procedure. At second position was decided to release the valve. Release phase I and ii done without inconvenience. When we tried to recapture the nosecone this seems to be stocked at mitral apparatus. First we tried to exchange the safari wire for a bigger support wire with no access. Safari was completely damage. Again the bigger support wire was toried to advance and remove the nose cone. At the end we were able to remove the nosecone and the catheter. Final angio showed severe mitral valve insufficiency. Patient had a mitral valve repair the same day of the lotus procedure but the patient death after the surgery.